Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Caller reported the low and high glucose alarms did not sound and because of this, the customer experienced a seizure. Customer was unable to self-treat and had contact with an hcp who obtained a reading of 15.8 mmol/l on their device no treatment was provided. Follow-up contact with the caller indicated the alarms are working as intended after software update. There was no report of death or permanent injury associated with this event.